Manufacturer narrative:
(B)(4). Pump received with corroded battery tube, broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that reservoir compartment is a bit broken and unsure how it broke, concerned about the reservoir coming out. The insulin pump will be returned for analysis.